Manufacturer narrative:
This report is filed on 14 feb 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, for unknown reasons. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.